Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had an abdominal surgery the day prior to the report, they attempted to turn the implantable neurostimulator (ins) on the day of the report, and a power on reset (por) condition was seen. The por occurred following emi exposure. No symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v383870, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported impedances were greater than 4000 on all electrode pairs with electrode 0. Impedances of the other electrode pairs were in the normal range. The patient experienced a loss of efficacy and reprogramming was done to mitigate or resolve the event. The patient recovered without permanent impairment.